Event description:
It was reported that a pt underwent an antebrachium flap lengthening procedure on (B)(6)2010 and sutures were used to sew "real leather" discontinuously. Two days after the procedure, the surgeon found the suture line was "tumefacient". Then the surgeon used iodine to treat the wound. Now the pt's wound has healed up.

Manufacturer narrative:
(B)(4) - inflammation. Results: two rep samples were returned for eval. The packages and sutures were visually examined and they met the requirements. Conclusion: the devices were received in a condition that meets spec. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of seven medwatches being submitted for the same pt. See also medwatch 2210968-2010-01170, 2210968-2010-01171, 2210968-2010-01172, 2210968-2010-01173, 2210968-2010-01174 and 2210968-2010-01175.